Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed via diagnostic imaging. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.